Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia with a reported blood glucose of 379 mg/dl while using the ilet, accompanied by a device alert indicating high glucose and low insulin with approximately 5 units remaining; the user lacked a glucometer for confirmatory testing, and a complete supply change was performed after which insulin delivery was resumed, with education provided that correction and glucose regulation could take 1 to 2 hours. Symptoms included elevated blood glucose. Outcomes included ongoing monitoring at home without escalation of care. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with low remaining insulin volume noted prior to the supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.